Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt balloon did not remain inflated due to the black inflation valve dislodging. The harvester tried to use the scissors to press down the black check valve and it fixed the problem. The procedure was completed using the same short port btt. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B) (4).